Event description:
Revision completed due to joint instability. The mdm construct was revised with pinnacle constrained. Doi: unknown. Dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).